Event description:
The customer reported a leak from the mc (module chemistry) sample probe on a unicel dxc 800 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. A beckman field service engineer was dispatched and determined the source of the leak was from the eic (electrode injection cup) instead of the initially reported mc sample probe.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the source of the leak was from the eic (electrolyte injection cup). The fse replaced a defective eic valve to resolve the issue, no further leaking was observed. (B)(4).